Event description:
During an implant procedure, it was confirmed that the pt had a csf leak. Later, the pt reported headaches. The physician prescribed imitrex.

Manufacturer narrative:
Products remain implanted. The pt has recovered. This is the final report.